Event description:
It was reported that within a couple months of implant, the patient came in due to hearing the device beeping. It was noted that there was no right ventricular capture at the maximum outputs. Follow up information was received and indicated there was noise on the right ventricular lead when the patient moved the arm in front of the body. They adjusted the parameter and the issue had resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered with two patient alerts for lead failure predictor (lfp) on (B)(6) 2012. Oversensing was noted with five lfp high rate-non-sustained less than or equal to 207 ms average v-cycle between (B)(6) 2012. There were four ventricular non-sustained tachycardia less than or equal to 215 ms between (B)(6) 2012.